Event description:
A customer experienced a problem with the safety blood collection holder. The customer reports that the phlebotomist was drawing blood from a patient. The blood tubes were connected and it felt spongy when the device was withdrawn, the needle stayed in the patient and detached from the tube holder.